Event description:
It was reported that the device does not work during the procedure. There was no patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation confirmed the reported malfunction of the device not working. The likely cause of failure is due to the bearings being broken inside the tube. It was also noted that the laser markings are worn, the color ring is scratched and the input and output shaft is corroded. B3: notified date was considered as the date of event, as the event date was unavailable. G3: aware date used as the date of analysis performed as the event is reported based on evaluation findings. Repertorio ID: 2522919/r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.